Event description:
Legal suit alleges the pt was implanted with the wrong size component resulting in a revision.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.